Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. After inspection of device found cartridge, drive shaft, bearing retainer, wave washer and head cap all had issues.

Event description:
In this event it is reported that a x-smart plus won't hold files. Outcome is unknown as of this MDR. Additional information requested.

Manufacturer narrative:
After inspection found: problem with cartridge, drive shaft, bearing retainer, wave washer and head cap. Additional information received that there is no injury in this event.